Event description:
Report received from the USA stating the device "had an air leak." The reporter stated that air was not reaching the motor of the device. The device was not used in surgery as the alleged malfunction was discovered during pre-testing. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the motor does not rotate/frozen. Evidence suggests this was due to usage/wear over time. The reported malfunction was confirmed. If additional information is received, a supplemental report will be sent.